Event description:
It was reported that when using the bd pyxis¿ medstation¿ es uh4b-mat station had been in retry mode for the past two days. Users applied (B)(4) (reverse sync), and while the station temporarily synchronized with the server, the issue reoccurred after a few hours. Upon review, the customer observed the error message: the insert statement conflicted with the foreign key. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A technical support specialist (tss) reached out to the customer to investigate and confirmed that the station was no longer experiencing a retry error and that the last upload was synchronized. No issue with the device was noted. The system functioned as intended when the technical support specialist investigated the device.